Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction likely occurred due to damage to the image sensor unit or failure of mounted components on the electrical board due to stress from use, external factors, or handling. However, a definite root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "the instruction manual operation manual, ¿ltf-s300-10-3d ¿chapter 3 preparation and inspection 3.7 inspection of the endoscopic system.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope screen exhibited snow, image was static. The issue occurred during preparation for use for a therapeutic procedure. The procedure was completed without reported delay using another scope. There were no reports of patient harm or impact associated with this event.